Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18 july 2021. [Additional information]: the healthcare professional reported that during intracranial aneurysm embolization procedure, prior to introducing the device into the patient, the physician pushed the 4mm x 30mm enterprise 2 stent (encr403012 / 5832064) out from the introducer as a pre-deployment check. Only half of the stent body was deployed to check on the body of the stent component. The physician observed that one wire on the stent body was broken. The complaint device was not used; the physician used a new stent system for the procedure and it was completed without any patient adverse event or complication. On 18 july 2021, additional information was received. The information indicated that the target of the procedure was the left middle cerebral artery (mca) aneurysm. Excessive force had not been applied to the device. There was no other broken wire observed. Nothing unusual was noted on the system prior to use. Another 4mm x 30mm enterprise 2 stent (encr403012) was the replacement used to complete the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone: +13635250782. The initial reporter email address is not available / was not reported. Conclusion: the healthcare professional reported that during intracranial aneurysm embolization procedure, prior to introducing the device into the patient, the physician pushed the 4mm x 30mm enterprise 2 stent (encr403012 / 5832064) out from the introducer as a pre-deployment check. Only half of the stent body was deployed to check on the body of the stent component. The physician observed that one wire on the stent body was broken. The complaint device was not used; the physician used a new stent system for the procedure and it was completed without any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5832064. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the complaint product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue that was encountered during the pre-deployment check of the 4mm x 30mm enterprise 2 stent could not be conclusively determined; however, it is possible that device handling and manipulation and / or interaction may have been a contributing factor to the reportedly observed broken wire on the stent body. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during intracranial aneurysm embolization procedure, prior to introducing the device into the patient, the physician pushed the 4mm x 30mm enterprise 2 stent (encr403012 / 5832064) out from the introducer as a pre-deployment check. Only half of the stent body was deployed to check on the body of the stent component. The physician observed that one wire on the stent body was broken. The complaint device was not used; the physician used a new stent system for the procedure and it was completed without any patient adverse event or complication.